Event description:
Patient was having a left femoral neck fracture repair. After that procedure, the patient was being moved from the gurney and it was noticed that there was an obvious supracondylar femur fracture. The patient was returned to the or table to repair the knee. The most proximal of the screw holes was not filled and while drilling for that hole, the drill bit broke off in the proximal locking hole itself. Not willing to take a chance of pushing the drill fragment into the soft tissues medially, the drill bit was left in place.